Event description:
This system was explanted because the patient had fallen and broke his femur causing a subclavian crush. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut 36.5 cm proximal to the lead tip. Only the distal lead fragment was received for analysis. An explantation tool was still inserted in the lead fragment and a suture was attached to the insulation body. The performance of the fragment was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 4 cm to 6 cm proximal to the lead tip the lead body was found abraded. However, the insulation was intact. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, damages from the explantation procedure were present on the lead fragment. No further deviations which might have contributed to the clinical observation were found. Although the proximal lead fragment was not available for analysis, a subclavian crush syndrome as mentioned in the complaint text could be excluded. The ligature marks were detected 35 cm proximal to the lead tip and a subclavian crush would be expected to occur distal to the ligature marks. The only damages in the relevant area are cuts in the insulation, which could be identified as explantation damages. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.